Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 536mg/dl at time of incident. The high blood glucose was treated with syringe. Customer reported that they got insulin flow blocked alarm after changing infusion set with reservoir also. Customer declined to troubleshoot for high readings. Troubleshooting was performed for insulin flow blocked alarm but did not resolve. The product was not returned for analysis.